Manufacturer narrative:
Concomitant medical products: 6940-52 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high right ventricular (rv) lead pacing impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.